Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product due to use error was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated he changed out only the heater bag after the first alarm and resumed fill 1. The hc realarmed and the tsr explained the setup was compromised. The hp understood and the tsr advised the hp to start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies. He had two chl alarms that day and the first one had an occluded frangible and the second chl alarm he was not sure what was wrong, just that solution would not flow from the heater bag even though the frangible was not occluded. He did not have a sample or a lot number for either chl alarm. He had already gone over the correct procedures for starting over with new supplies with the tsr. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.